Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus following meal rather than prior to or during meal. The customer's blood glucose (bg) level subsequently decreased to approximately 30-50 mg/dl. Customer consumed carbohydrates to address bg. Additionally, the customer¿s healthcare provider adjusted personal profile settings to address the event.